Event description:
Customer reported an instrument error of "cuvette no dry before first reagent dispense". Upon investigation, customer determined that the instrument error flag was due to a leak with the probe a level sense bead assembly. Customer reported water was leaking but and personal protection was worn and there was no exposure to the liquid. Upon the discovery of the error message, the problem was reported to beckman coulter on (B)(6) 2011. Referencing the field service database, he fse located a loose connection between a probe and t-valve. The fse tightened the connection and stopped the leak. The system was primed and the leak issue was resolved. No death or serious injury occurred, however, upon the recur this failure may affect reagent integrity by either short volume pick-up or dilution effect.

Manufacturer narrative:
(B)(4).